Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion of the farawave pulsed field ablation catheter into the faradrive steerable sheath, when the 20ml syringe was used to aspirate the sheath, bubbles were observed. It was suspected that the valve was leaking. Additionally, there were no abnormalities noted during preparation of the sheath. An irrigation device was not connected at the time of the event. The bubbles were observed in the irrigation port and aspiration syringe of the sheath. No bubbles were observed in the shaft of the sheath and there was no air seen in the patient. The position of the guidewire was at the tip of the catheter when this event occurred. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
Faradrive sheath was returned with the dilator still inserted, resulting in the removal of the dilator for further analysis. An attempt to purge air out of the sheath by injecting deionized water into the flush lumen port, detected a leakage from the handle cap. No further testing was performed due to the severity of the leakage, confirming that a leak path exists and could have compromised the device's ability to seal pressure and fluid within the sheath, during the time of the event. Removal of the handle cap to inspect the internal components found the flush lumen luer to be torn where the adhesive filet bonds the lumen to the valve hub, identifying the significant leak path that caused during preparation for testing. This compromises the valves' ability to seal pressure and fluid within the sheath. Additionally, internal valve was also found to be deformed open, caused by the prolonged insertion of the dilator as the device was returned with the dilator still inserted. The reported event was confirmed.

Event description:
It was reported that during insertion of the farawave pulsed field ablation catheter into the faradrive steerable sheath, when the 20ml syringe was used to aspirate the sheath, bubbles were observed. It was suspected that the valve was leaking. Additionally, there were no abnormalities noted during preparation of the sheath. An irrigation device was not connected at the time of the event. The bubbles were observed in the irrigation port and aspiration syringe of the sheath. No bubbles were observed in the shaft of the sheath and there was no air seen in the patient. The position of the guidewire was at the tip of the catheter when this event occurred. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath has been for analysis.